Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experience syncope and dizziness for 3 days, due to noise. The clinician had no additional information, no report had been received of any intervention or patient condition.